Manufacturer narrative:
Additional information / correction: through follow up it was learned that the error occurred before surgery started with no patient involvement. Therefore, this is not a reportable event and no further information will be submitted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Customer reported low energy reading with patient involvement. Through follow up it was learned that was not completed on that day and was completed on the 2nd visit. There was no patient injury or intervention required. No additional information was provided.

Manufacturer narrative:
Section a2 a3, a4 and a5: unknown/ not provided section d6a: if implanted, give date: not applicable, as the device is not an implantable. Section d6b: if explanted, give date: not applicable, as the device is not an implantable. Device evaluation: a field service engineer (fse) visited site and aligned laser engine. Max energy recovered to 2.19uj. Cut gel. Also installed temperature monitor to document room temperature at laser per customer's request. System performing to specification manufacturing records review: a review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.